Manufacturer narrative:
The cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels appeared on the periphery of the noise mask. The area was noted as being inaccurate and the case proceeded. Additional information received indicated that the power was on 120% and that the power of the laser was not attempted to be lowered. It was also noted that the cold pixels were a little more faint than usual and further out. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.